Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent event. The cause was not reported. It was reported that the patient was not hospitalized for event. The patient was treated with tazicef (dose, route, frequency and duration were not reported) and cefazolin (dose, route, frequency and duration were not reported) for this event. At the time of this report, the patient was recovering from this event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: the patient was also treated with vancomycin (discontinued 19 days after the event onset). At the time of this report, the patient presented with ongoing cloudy effluent and intraperitoneal antibiotics was planned. Should additional relevant information become available, a supplemental report will be submitted.